Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿the buzzer failed ¿. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 02/01/2017. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with an enteral feeding pump. The customer states that the buzzer failed. This was noticed during initial testing and there was no patient involved.